Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested from the reporting facility, but no further information is available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical director reported that following an intraocular lens (iol) implant procedure, the patient experienced undesired visual quality. The iol was exchanged for another lens approximately 1 year and 6 months following the initial implant procedure. The clinical reason given for the explant was ¿monocular diplopia.¿ additional information was requested.